Event description:
Cellulitis to the knee [cellulitis knee] ([joint warmth], [localised itching], [localised erythema]). Case narrative: initial information received on 22-oct-2019 from united states regarding an unsolicited valid serious case received from a health professional via sales representative. This case involves an unknown age female patient who experienced cellulitis to the knee (latency unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, dosage unknown once via intra-articular route (with an unknown batch number and expiration date) for unknown indication. The information on lot number was requested. On an unknown date in 2014 or 2015, the patient experienced cellulitis to the knee that was injected. The symptoms were described as the knee turning bright red, being hot, and had itching. It was unknown which knee or what treatments the patient faced due to the cellulitis. The event was assessed as medically significant. Action taken: not applicable. Corrective treatment: unknown. The patient outcome is reported as unknown for cellulitis. A product technical complaint was initiated for synvisc one (lot: unknown) on 31-oct-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was 31-oct-2019. Follow-up information was received on 23-oct-2019. No new information was received. Additional information was received on 31-oct-2019 from other healthcare professional. Ptc results were received and text amended accordingly.